Event description:
It was reported that this was a vessel closure of an unknown vessel using three proglide devices relative to an unknown procedure. Reportedly, an unknown failure was noticed. An unknown method was used to achieve hemostasis. No additional information was provided. Subsequent to previously filed report, additional information was received: evaluation of the three proglide devices returned found a posterior foot break on all 3 devices. The location of the detached feet is unknown.

Manufacturer narrative:
The device was returned for analysis. The reported unknown failure was confirmed as a foot separation. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- lot# updated from 2092841 to 2091641.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure of an unspecified vessel using three proglide devices relative to an unknown procedure. Reportedly, an unknown failure was noticed. An unknown method was used to achieve hemostasis. No additional information was provided.